Event description:
The customer reported that the system will not boot up. They have to try several times to get the system to boot. After the system shuts down, there is a loud high-pitched noise that won't stop unless the system is unplugged. There was a problem powering up and the power sense monitor was going off. There was a defective ac power plug.

Manufacturer narrative:
The ge service rep replaced the ac power plug, checked ac power in monitor cart and checked the transformer connections. The system operates as intended.